Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download was retrieved and passed. . Perform functional test: passed relevant testing. Perform wiggle test and manual "try it" audio function: passed. Open receiver to check speaker: passed resistance check at 7.4 ohms. The complaint was not confirmed because the receiver produced audio output during the audio tests. The reported event of an intermittent audio output was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.